Event description:
Report received of an over-delivery of cardizem. It was reported that the cardizem drip 50mg in 50ml of fluid was hung at 10ml/hour and that the container was reported to be empty in 2 hours. According to the customer contact, there was "no ill effect at all to the pt". The cardizem drip was re-initiated on another pump, with no effect to the pt's heart rate. It was reported that the pt was then started on an amiodarone drip, which converted the pt's heart rate to a normal sinus rhythm. Though requested, there was no further info available.